Event description:
On june 18, 2024, senseonics was made aware of an incident where the patient complained of inaccurate sensor readings since the day of insertion ((B)(6) 2024). Patient provided two examples. A. (B)(6) 2024 8 pm, sensor glucose (sg) - 4,5 mmol/l : blood glucose (sg) bg - 10,1 mmol/l . B. (B)(6) 2024 5 pm, sg 3,7 mmol/l : bg 8,0 mmol/l. C. (B)(6) 2024 7 am, sg 2,3 mmol/l : bg14,9, mmol/l. D. (B)(6) 2024 4:17 am, sg 12,1 mmol/l : bg 2,3 mmol/l. A review of the transmitter diagnostic log suggested a deviation in the system performance because of which a return material authorization (RMA) was issued for the sensor replacement.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
Based on the initial escalation analysis, the sensor performance deviated from normal behavior on (B)(6) 2024, thus an RMA was issued for further investigation. Upon receipt, a visual inspection showed a portion of hydrogel was missing over the sensor's optics and the back of the sensor. This missing hydrogel was most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. The in-house testing of sensor (B)(6) was inconclusive due to the missing hydrogel over the optics. A review of the dms data showed significantly low signal and reference channel values and declining sensor performance since insertion. This is most likely indicative of coagulated blood in the insertion site from the insertion procedure interfering with the interface of the hydrogel, leading to inaccurate sensor readings. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4. Date of this report updated to 12 september 2024. D9. Is this device available for evaluation? Yes, 19 july 2024. G3. Date received by the manufacturer? 09 september 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.